Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. It is possible that liquid intrusion mixed with molybdenum disulfide inside the insertion tube, causing backflow and resulting in the formation of black liquid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device black liquid gushed out of the scope. This issue occurred during setup. There were no reports of patient involvement.